Event description:
It was reported that this right atrial (ra) lead was dislodged into the ventricle. Boston scientific technical services (ts) discussed tachy discriminators must be turned off. This ra lead remains in service. No adverse patient effects were reported.